Event description:
It was reported that pump time and date had been incorrect and caller needed help updating time and related settings. There was no adverse impact to the customer's blood glucose level. Cts assisted caller with updating pump time, explained that incorrect date would not affect insulin delivery but could affect data uploads and reports, and advised caller to monitor and follow up if time discrepancy greater than 5 minutes recurred, which caller understood and acknowledged.